Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-52568 it was reported that during the implant procedure both leads dislodged and the helix would not attach to the tissue properly. Both leads were replaced. The patient is in stable condition.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
B5 correction: related manufacturer reference number: is changed to (B)(4).